Event description:
Subsequent to the previously filed medwatch, additional information received: on (B)(6) 2014, two days post procedure, the patient expired. The cause of death was from the impact of the pericardial effusion. The previously reported "short time without an echocardiogram imaging" was due to the anatomy and not due to a problem with the steerable guide catheter. In the opinion of the physician, the mitraclip procedure contributed to the death, and there was no device issue with the steerable guide catheter that contributed to death. No additional information was provided.

Event description:
This is conservatively filed as a pericardial effusion was noted while the steerable guide catheter (sgc) was in the left atrium. The cause of the pericardial effusion was not known and there is a possibility that the sgc may have caused or contributed to the effusion. It was reported that during a mitraclip procedure, there was no difficulty performing the transseptal puncture. Once the steerable guide catheter (sgc) tip had been turned to neutral, the tip was pushed without difficulty through the transseptal septum. There was a short period of time as the sgc was being pushed into the average sized left atrium (la) that there was no echocardiogram image. This short time of no imaging was considered to be unusual. The sgc was pushed far into the la and then the tip was pulled back to the middle. It was at this time that the blood pressure dropped and a pericardial effusion was observed. The origin and cause of the pericardial effusion were not known, but per the physician, the transseptal needle, guide wire and the tip of the sgc were all possible suspects. The sgc tip may have possibly come in contact with the left atrium wall after it was pushed into the la. A pericardial puncture was performed and the patient was administered a heparin-antagonist (protamin). The mitraclip procedure was aborted. The patient was transferred to the intensive care unit. One day post procedure the patient was still in critical condition and on catecholamines. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter will not be returned for analysis as it was reported as being discarded. The investigation is not yet complete. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc) was not returned for analysis as it had been discarded post procedure. There was no reported device malfunction associated with the sgc. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported pericardial effusion and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. An abbott vascular senior medical advisor reviewed this event and stated that the transseptal puncture is a known technique that can be used during percutaneous cardiac device implantation to introduce the device into the left side of the heart via venous access. Pericardial effusion is a potential complication associated with transseptal puncture due to the use of a needle to puncture the interatrial septum that may inadvertently injure the pericardium. In the mitraclip procedure transseptal puncture is used and pericardial effusion may occur. It is not reflective of a device deficiency or malfunction. Such is the case in the incident reported here where pericardial effusion was noted after the sgc was introduced into the anatomy. The effusion was treated with pericardiocentesis and reversal of anticoagulation but the patient expired two days post procedure. There is no evidence of a device deficiency or malfunction in being causal or contributory to the either the effusion or death. The procedure and difficulty with visualization were contributory to the effusion and subsequent death.